Event description:
On (B)(6) 2013, the reporter contacted animas in response to a contact from animas regarding the pump¿s warranty, alleging that the pump ¿broke a while ago.¿ the patient declined to troubleshoot, stating he has been off the pump for over two years and back on multiple daily injections. The patient stated he was not interested in going back on a pump at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.